Manufacturer narrative:
The service report has been received but the investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that he obtained wrong biometry regarding the intraocular lens (iol) selection. Although the pt was expected to be emmetropic, 30-40 days after surgery the pt had +3 d hyperopia. Additional info has been requested but not received to date. This is one of three medical device reports being filed for this facility.